Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"Bst created case for cst. They had a call with customer and said: ""concern: cust is at eot on both arches. Cust states that she has loose teeth at the bottom. Cust says this has only happen since switching to the last step. Cust says she also feels like when she bites the teeth directly on top of those ones that she feels lose are hitting really hard. Cust refers to tooth #23 as being the one that feels really loose but teeth #22 and #24 also feel loose."" ""My back teeth don't close all the way because my front teeth are stopping them, and it seems that the tooth that is a little looser than the others is the one that hits the most. After I've eaten a meal, and especially if my aligners are off for a little while, my back teeth start coming together and my bite is better, but I'm afraid that's what's making my incisors loose."" Found in an email from (B)(6) 2024".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.